Event description:
It was reported that leakage was observed around the blue area of a vial-mate reconstitution device during reconstitution. The device was attached to a 0.9% sodium chloride solution bag and a vial containing 500 mg azithromax (non-baxter product). There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review cannot be performed since there was no lot number provided. Two samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, and the devices operated according to specification. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.